Manufacturer narrative:
(B)(4).

Event description:
Dr. Had an excellent view and trajectory for this anchor placement, and all went well until he turned the dial clockwise and removed the inserter from bone. Once he did this, he had difficulty turning the dial (there was a sound of the anchor springing backward, making it difficult to turn but we did finally get 3 solid clicks). He then moved the scope directly over the anchor and noticed metal left inside the anchor. We looked at the inserter, and the piece that deploys the plug into the anchor had broken off and was wedged in the center of the anchor. We had no choice but to leave this metal piece in the anchor.